Manufacturer narrative:
(B)(4). Concomitant products: 51-103120, tprlc 133 type1 pps so 12.0, 6176005; 51-103120, tprlc 133 type1 pps so 12.0, 6176005; 51-103120, tprlc 133 type1 pps so 12.0, 6176005; 51-105120, tprlc xr t1 pps 12x144mm, 6151895. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03600, 0001825034 - 2018 - 03602, 0001825034 - 2018 - 03603, 0001825034 - 2018 - 03604.

Event description:
It was reported that the sterile package was deformed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
UDI- (B)(4). Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. The reported event occurred during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.